Manufacturer narrative:
At the time of this report, the device is still implanted. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor saline smooth round moderate profile 350cc, catalog #3501655, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient who underwent breast augmentation revision with a mentor saline smooth round moderate profile 350cc prosthesis on (B)(6) 2007 and has an unknown breast lump on the right. Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. The event date is unknown, so it conservatively being set as (B)(6) 2018 , and it was called in at the beginning of (B)(6) 2018.